Event description:
It was reported that pump generated recurring cartridge alarm during use and caller was unable to successfully load cartridge and resume insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections for backup insulin therapy, received guidance on loading new cartridge, placing pump into storage mode, and setting up replacement pump including reconnecting continuous glucose monitor, and Technical Support arranged shipment of replacement pump and instructed customer to return problematic pump using prepaid label within specified timeframe.